Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly experiencing diaphragmatic stimulation. It was later confirmed that the right atrial (ra) lead had dislodged. The ra lead was reprogrammed, revised two days later and remains in use. No further patient complications have been reported as a result of this event.